Event description:
Had a cg for an enteral pt call our office and complains about the "christmas tree" shaped adapter for the feed; flush bag tubing. It was not remaining inside the tubing at peg site. Cg tried twisting action, tape, (B)(6) (soft drinks), everything she could do keep the tubing in place. Actually this problem, was ever happening at the hospital and at home health companies. And several other pt's at our company have complained. At first, we thought it was an isolated incident, but too many people are complaining and we are getting calls very often. The piece continually "slips" out of the pt's tubing, causing loss of enteral feedings and causing the pt to become wet and bedding soaked. When I called the company covidien rep in my area, they suggested we needed to purchase and then product to alleviate the problem, when I asked if it could be at an expense, they said "yes" it would be an extra purchased, but they would send "samples" to see if they worked. This has become a problem, because we have no other option to alleviate the defect. So, to "fix" covidien's manufacturer error, we have to pay by ordering more products that may not be covered by pt's individual insurance. Dates of use: (B)(6) 2015 - present.